Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose due to food. The customer¿s blood glucose level was 400 mg/dl. The customer also states had received change sensor, calibration not accepted and sensor updating. Assisted in performing test on transmitter and the test passed. Offered to review sensor best practices, however customer declined to review. The insulin pump will not be returned for analysis. Ozp-mmt-7020-snsr. Frn-unk-rsvr. Unomed inf set.